Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided it was reported that seven years post implant of the bard soft mesh the patient experienced recurrent urinary tract infections and urinary incontinence. With the information provided it is unclear if the recurrent urinary tract infections were related to the bard soft mesh previously implanted. Infection is listed as a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient was diagnosed with stress incontinence and underwent a cystoscopy procedure and mid-urethral sling implant using a bard soft mesh. (B)(6) 2014 - the patient presented with recurrent urinary tract infections and urinary incontinence. An in office cystoscopy noted the patient had anterior erosion of mesh (davol soft). The patient was diagnosed with intraurethral mesh erosion and underwent partial excision of the bard soft mesh followed by cystoscopy. Per operative report details "the mesh (davol soft) erosion was noted anteriorly very distal to the urethra. This was excised laterally to remove the entire portion of mesh that was intraurethral."

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.